Manufacturer narrative:
(B)(4). [Conclusion]: the healthcare professional reported that during the coil embolization procedure, the orbit galaxy complex fill coil (640cf3509 / 17710992) was reported to have a kink on the delivery wire and there was resistance felt when it was delivered through the prowler select plus microcatheter. The microcatheter did not lose cerebral target position. The affiliate could not get further information if it was the actual embolic coil that was kinked or if it was only the delivery wire. The orbit galaxy complex fill coil was replaced and the procedure was successfully complete without further issues; it was confirmed that there was no delay related to the reported event. There was no report of patient injury or complication; the product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. Based on complaint information, the device was not available to be returned for analysis. During the review of the manufacturing documentation associated with this lot (17710992), it was noted that 5 units were rejected due to the defect coil kinked. This could be related to the reported complaint. However, during the device history record (DHR) review, it was confirmed that all product rejected during manufacturing was identified as scrap and properly accounted for. No other issues were noted that could be potentially related to the reported complaint. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of causes and possible contributing factors could be made. As such the investigation will be closed. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure, the orbit galaxy complex fill coil (640cf3509 / 17710992) was reported to have a kink on the delivery wire and there was resistance felt when it was delivered through the prowler select plus microcatheter. The microcatheter did not lose cerebral target position. The affiliate could not get further information if it was the actual embolic coil that was kinked or if it was only the delivery wire. The orbit galaxy complex fill coil was replaced and the procedure was successfully complete without further issues; it was confirmed that there was no delay related to the reported event. There was no report of patient injury or complication; the product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter.